Event description:
Attempted to insert foley catheter for patient with urinary retention, the catheter was discolored at the end connected to the foley bag, while doing balloon check the balloon inflated but would not deflate. Stopped procedure got another kit from the supply closet and encountered the same problem with the discoloration and balloon. Stopped procedure brought 2 kits back this time so I did not have to go far if the same problem persisted, the 3rd kit was not discolored and the balloon work.